Event description:
Pt's nurse reported patient needed a new pump due to it "not working properly." Unknown reason for malfunction. Unknown which pump it is for as patient has 2 curlin pumps in their possession. Unknown if it caused an interruption in therapy or delaying of infusion. Pending response from nursing for more information. New pump being sent to pt. With pump return box to have pt return defective pump. Pump used to infuse gammagard as above dose and frequency. Indication: dermatopolymyositis, unspecified with respiratory involvement. Reported to (B)(6) by health professional.